Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: visual inspection found the reservoir gasket is worn out and the main block was missing. Functional testing found the device was leaking from the bottom of the water tank cover. Root cause was attributed to a worn gasket. Review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced reservoir gasket, main block and o-rings. Performed pm and calibration.

Event description:
It was reported that the device's reservoirs are leaky. The issue was found during preventative maintenance. No patient involvement and no patient harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.